Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Interrogation of the pump determined it was used to infuse dilaudid 30mg/ml for a total dose of 11.015mg/day and bupivacaine 5mg/ml for a total dose of 1.8359mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump. The indication for use was spinal pain. The pump was returned to the manufacturer without a complaint. It was indicated that the pump was replaced for normal elective replacement indicator (eri). No patient symptoms or complications were reported as a result of this event.